Event description:
Pt underwent an endometrial ablation procedure and five days later complained of flu-like symptoms with fever. Admitted to the hospital twelve days post procedure with sepsis and developed endocarditis related to the septic condition. Pt was treated with antibiotics and released. No surgical intervention was required.